Event description:
It was reported that the patient had the loss of therapeutic effect following a fall. The patient had a fall a while ago and just last night, and they confirmed that both were since they received the implant at the beginning of the month. The change in symptoms was in between sudden and gradual. Since last week, the patient had tried all of the programs and 4 seemed to work a little, 2 and 3 did not really work, and the patient was back on program 1 now. The patient felt stimulation back there, but they had to increase to feel it somewhat. Prior to the falls the patient felt the stimulation somewhat. The patient did notify their health care provider (hcp) of the first fall, but hadn¿t called the office again. The patient¿s next appointment was on (B)(6) 2015 and they would call the office. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a loss of therapeutic effect. He realized he wasn't feeling stimulation at night and had a return of symptoms at night, the day before reported event date. When he had the trial done, it took 2-3 days before it started helping. He then had 5 nights of sleep. The patient had the stimulation on 3 volts now and he wet his pad last night. At this moment he was feeling stimulation. It was confirmed that his stimulation was on and states he sees the lightening bolt. He was currently on program 1 and he had no direction from his hcp or the manufacturer representative after his surgery. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ncu5, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).